Event description:
A barostim system was implanted on (B)(6) 2026. As of (B)(6) 2026, it was reported the pocket had "opened up," but no additional symptoms were reported. It was unknown when specifically, the patient began experiencing the issue. A washout of the pocket occurred on (B)(6) 2026. A culture was performed, was positive for infection, but specific results were not shared. A procedure occurred on (B)(6) 2026. The ipg was replaced, and the ipg was placed submuscularly. As of (B)(6) 2026, the patient was doing well. In the opinion of the physician, the root cause of the infection was related to that surgical physician assistants had been closing surgical incisions, and retraining of the physician assistants was occurring by the surgeon.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to that surgical physician assistants closing surgical incisions. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and cleanroom cae testing results were below control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).